Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no defect was found.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed low audio output on (B)(6) 2014.at the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to test alert functionality and patient reported alerts were not functional.dexcom has issued an rga for patient to return the device to be investigated.